Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial#: (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for lumbar radiculopathy. It was reported that the patient had difficulty charging and was unable to recharge. The reposition antenna screen was seen, the poor communication screen was seen, and the recharge the ins screen was seen. The implantable neurostimulator (ins) had a ¿very slight tilt¿ and the top part stuck out more. The patient stated that there was also a little bit of movement at sight but not very much.

Event description:
Additional information received from the patient reported that they had to meet up with the manufacturer representative (rep) and their device had to be rebooted and it started working that day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.